Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc rv lead delivered inappropriate shocks due to lead noise over sensing. After additional analysis it was found that the rv lead was fractured. The device was going to be turned off and the rv lead was going to be revised at the hospital. The ICD has been explanted and the rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc rv lead delivered inappropriate shocks due to lead noise over sensing. After additional analysis it was found that the rv lead was fractured. The device was going to be turned off and the rv lead was going to be revised at the hospital. The ICD and the rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.